Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 69-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During impella cp support, the patient was noted to have absent distal pulses in the limb associated with the impella access site. It was reported that the care team was unable to confirm whether distal pulses were present prior to device insertion. In response, a contralateral distal reperfusion sheath was placed, after which distal pulses became palpable, indicating restoration of limb perfusion. The impella cp device remained in place and was not removed due to the ischemic concern, as distal perfusion was successfully restored following intervention. The patient was subsequently bridged to an impella 5.5 device and survived to impella cp explant. The reported limb ischemia is consistent with known risks associated with large-bore femoral arterial access, particularly in the setting of cardiogenic shock, vascular compromise, and anticoagulation, and was successfully managed with distal reperfusion without necessitating device removal.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.